Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 330 mg/dl. After speaking to tandem technical support, the customer performed a system check. The occlusion was located and cleared insulin delivery was resumed. The customer's bg level lowered and the customer was feeling better.